Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple sensor discrepancies. The sensor was saying their blood glucose was 54 mg/dl when their blood glucose level was 109 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump tried to suspend insulin delivery due to the low sensor glucose of 54 mg/dl. They turned it back on. The threshold suspend on low limit in the sensor setting was 70 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Findings: the correct information has been provided with this report.